Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.

Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue. Customer¿s blood glucose (BG) level was intermittently displayed as "High"; however, specific value was not provided. Elevated BG was addressed by a correction bolus via the pump.